Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. The device misfired during use. It is unknown how the case was completed. There was no consequence to pt.